Manufacturer narrative:
The actual device has not been returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported pullout with the involved angio-seal evolution device. The following information was provided by the user facility: the customer stated that during deployment, the device (including the anchor) pulled directly out of the body; hemostasis was achieved by manual compression; the blood loss was estimated to be approximately 10 cc's; the patient was reported to be stable; and there was no other equipment or devices being used with the reported product.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation. The actual device was not returned for evaluation. Therefore, the investigation was based on the user facility information and the device history records. There is no evidence that this event was related to a device defect or malfunction. Based on the results of the investigation, the cause of the event is unable to be determined. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.